Event description:
Complainant reported their cpu was continuously rebooting. Remote troubleshooting the system by welch allyn tech support determined that a message panel was causing the reboots. Wa tech support remotely disabled the message panel to prevent cpu reboots. This event resulted in a temporary inability to centrally monitor pts, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is completed.